Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat pelvic organ prolapse on (B)(6) 2006. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2006 for dyspareunia, pelvic pain and in part based on physician recommendation. It was reported that the patient underwent mesh repair in (B)(6) 2009 in part based on physician recommendation. It was reported that on (B)(6) 2011 due to physician recommendation the patient underwent mesh removal. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, vaginal discharge, nocturia, and urinary frequency.

Event description:
It was reported that following insertion the patient experienced dysuria, vaginal discharge, nocturia, and urinary frequency.